Manufacturer narrative:
Continuation of d11: product ID a520 serial# (B)(6). Product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Representative did not know the cause of the lost data.

Manufacturer narrative:
Concomitant medical products: product ID: a520, serial#: (B)(4), product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient's implantable neurostimulator (ins). Patient open my therapy and got the error; "all data is lost". Field rep called to ask what would cause that error message from my therapy. Field rep said that initially pairing of the communicator to the stimulator showed 2 options for a serial number. One was a blank serial option and the other was the serial number of her implant. Once the rep clicked on her serial number it paired up and then went to ¿my therapy app for the patient she guessed that maybe the patients were trying to get into clinician mode and after entering wrong password my therapy app locked them out. Field rep went into clinician mode after entering correct password. Then opened my therapy and it opened without issues. The reported issue was resolved at the time of this report. There was no symptom reported.